Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two percutaneous leads for bilateral abdominal pain on (B)(6) 2010. During a recent programming session it was reported that the pt's left lead is exhibiting high impedance readings for all contacts. As such, amplitude for this lead can not be increased. The right lead is said to be functioning as intended. An x-ray was taken; however, all connections appear to be intact. Surgical intervention will be undertaken to rectify this issue; however, a date for the procedure has not been set.